Manufacturer narrative:
Citation: ferrera c et al. Clinical and hemodynamic results after direct transcatheter aortic valve replacement versus pre-implantation balloon aortic valvuloplasty: a case-matched analysis. Catheter cardiovasc interv. 2017 nov 1; 90(5):809-816. Doi: 10.1002/ccd.26671. Epub 2016 aug 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and efficacy of direct transcatheter aortic valve replacement without pre-implantation balloon aortic valvuloplasty (bav) compared to the traditional approach with prior bav. All data were collected from a single center between august 2007 and october 2015. The study population included 204 patients (predominantly male; mean age 83 years), 64 of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). It was noted that 23, 26, and 29 mm prosthesis sizes were used. Among all patients, 15 deaths occurred within 30 days post implant and 29 deaths occurred within 1 year post implant, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, need for a second valve (during index procedure), stroke, mild-moderate-severe paravalvular aortic regurgitation, myocardial injury (assessed by peak troponin level), infection, major vascular complications, and life-threatening bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.